Event description:
Event description boston scientific received information that this transvenous ventricular lead was surgically abandoned during a changeout procedure for the ICD which had reached elective replacement indicator. The lead impedance was out of range, and appeared fractured in 3 seperate places. The atrial lead was also surgically abandoned because of a patient condition.